Event description:
As reported this epicardial lead was previously capped on (B)(6) 2017 for a therapy downgrade procedure, and had remained in the patient at the time of infection. The physician elected to leave the lead as capped.